Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure in 2011, and a mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.